Event description:
E was initially received via regulatory authority (food and drug administration, reference number: mw5035731) on 27-may-2014. The most recent information was received on 16-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded"), device dislocation ("migration of essure device (coils have moved from initial placement location)/ malposition (my coils are turned and have moved around)") and genital haemorrhage ("bled through towel after towel / excessive abnormal bleeding") in a (B)(6) female patient who had essure (batch no. 867595-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the coils that are inside of me are bent and poking into my body". The patient's past medical history included parity 1, gravida ii, anxiety and parity 2 (((B)(6) 2006, (B)(6) 2011)). Concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy bleeding while on my period / menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). In 2014, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain lower and pelvic pain, dysmenorrhoea ("dysmenorrhea (cramping)") and mood altered ("mood changes"). In 2015, the patient experienced dry eye ("dry eyes") and anxiety ("anxiety"). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), headache ("ever since I had it my head hurts"), abdominal pain upper ("cramping in my stomach"), menstruation delayed ("missing my period"), hot flush ("hot flashes all the time"), memory impairment ("I cant remember anything that I do while or after I complete something"), medical device pain ("the coils that are inside of me are bent and poking into my body"), pelvic pain ("right after it was done I had cramping / physical pain"), vulvovaginal pain ("vaginal pain"), menstruation irregular ("irregular periods"), hair growth abnormal ("abnormal hair growth"), weight increased ("weight gain"), panic attack ("panic attacks"), migraine ("migraines") and investigation noncompliance ("did not undergo an essure confirmation test"). Essure treatment was not changed. At the time of the report, the embedded device, device dislocation, genital haemorrhage, menorrhagia, menstruation delayed, hot flush, memory impairment, medical device pain, pelvic pain, vaginal haemorrhage, dysmenorrhoea, mood altered, vulvovaginal pain, menstruation irregular, hair growth abnormal, weight increased, dry eye, anxiety, panic attack, fatigue, migraine and investigation noncompliance outcome was unknown and the headache had not resolved. The reporter provided no causality assessment for headache, hot flush, memory impairment, menorrhagia and menstruation delayed with essure. The reporter considered abdominal pain upper, anxiety, device dislocation, dry eye, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, hair growth abnormal, investigation noncompliance, medical device pain, menstruation irregular, migraine, mood altered, panic attack, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: (B)(6). In approx. 2014 patient underwent hysteroscopy and other examination and complaining about unable to be a surrogate mother. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs :vaginal haemorrhage, dysmenorrhoea, device dislocation, mood altered, vulvovaginal pain, menstruation irregular, hair growth abnormal, weight increased, dry eye, anxiety, panic attack, fatigue, migraine, embedded device, investigation noncompliance" most recent follow-up information incorporated above includes: on 16-aug-2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5035731) on 27-may-2014. The most recent information was received on 26-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded"), device dislocation ("migration of essure device (coils have moved from initial placement location)/ malposition (my coils are turned and have moved around)") and genital haemorrhage ("bled through towel after towel / excessive abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 867595-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the coils that are inside of me are bent and poking into my body". The patient's medical history included parity 1, gravida ii, anxiety and parity 2 (((B)(6) 2006 ,(B)(6) 2011)). Concurrent conditions included overweight, sleeplessness, sore throat and nasal stuffiness. In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("heavy bleeding while on my period / menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). In 2014, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain lower and pelvic pain, dysmenorrhoea ("dysmenorrhea (cramping)") and mood altered ("mood changes"). In 2015, the patient experienced dry eye ("dry eyes") and anxiety ("anxiety"). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), headache ("ever since I had it my head hurts"), abdominal pain upper ("cramping in my stomach"), menstruation delayed ("missing my period"), hot flush ("hot flashes all the time"), memory impairment ("I cant remember anything that I do while or after I complete something"), medical device pain ("the coils that are inside of me are bent and poking into my body"), pelvic pain ("right after it was done I had cramping / physical pain"), vulvovaginal pain ("vaginal pain"), menstruation irregular ("irregular periods"), hair growth abnormal ("abnormal hair growth"), panic attack ("panic attacks"), migraine ("migraines"), investigation noncompliance ("did not undergo an essure confirmation test"), skin burning sensation ("allergic or hypersensitivity reaction type: skin on my stomach burns") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the embedded device, device dislocation, genital haemorrhage, menorrhagia, menstruation delayed, hot flush, memory impairment, medical device pain, pelvic pain, vaginal haemorrhage, dysmenorrhoea, mood altered, vulvovaginal pain, menstruation irregular, hair growth abnormal, weight increased, dry eye, anxiety, panic attack, fatigue, migraine, investigation noncompliance, skin burning sensation and tooth disorder outcome was unknown and the headache had not resolved. The reporter provided no causality assessment for headache, hot flush, memory impairment, menorrhagia and menstruation delayed with essure. The reporter considered abdominal pain upper, anxiety, device dislocation, dry eye, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, hair growth abnormal, investigation noncompliance, medical device pain, menstruation irregular, migraine, mood altered, panic attack, pelvic pain, skin burning sensation, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight : 192 lbs. In approx. 2014 patient underwent hysteroscopy and other examination and complaining about unable to be a surrogate mother. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs :vaginal haemorrhage, dysmenorrhoea, device dislocation, mood altered, vulvovaginal pain, menstruation irregular, hair growth abnormal, weight increased, dry eye, anxiety, panic attack, fatigue, migraine, embedded device, investigation noncompliance". Most recent follow-up information incorporated above includes: on 26-dec-2018: plaintiff fact sheet received. Events skin burning & tooth disorder were added. Concomitant conditions were updated. Product, patient & reporter information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.